Event description:
The customer's mother reported that the customer's blood glucose reached 400 mg/dl so she took him to the ER. When they arrived at the ER, his blood glucose reached 500 mg/dl and the customer had been vomiting. The customer was treated with insulin and IV fluids. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.